Manufacturer narrative:
Follow-up #1 02/04/2013 -device evaluation: the cartridge was not returned; a retained sample was evaluated by product analysis on (B)(4) 2013 with the following findings: the cartridge visual inspection found no damage to the cartridge. A cartridge fill test was performed and the cartridge filled appropriately. A force test was performed and was found to be within specifications. The cartridge was tested for leaks and no defects were found.

Event description:
On (B)(6) 2012, the patient's mom/reporter contacted animas to report that the patient had elevated blood glucose readings above 500 mg/dl while there were bubbles in the infusion set which may have originated in the subject cartridge due to use error. On the day of the call, the reported indicated the patient had elevated blood glucose reading of 345 mg/dl at 6 am. The patient took bolus insulin via the insulin pump at the time of concern. 2 hours later, the patient's blood glucose reading was elevated to 566 mg/dl. The patient was treated insulin via syringe which brought his blood glucose reading down to 300 mg/dl at 10 am and 200 mg/dl at noontime. However, by 2 pm, the patient's blood glucose was elevated again to 500 mg/dl. Once again, the patient took insulin via syringe. The patient did not have any symptoms and there was no report of any ketones. During troubleshooting, the animas representative noted there were air bubbles in the infusion set. Although there were no traces of air bubble in the cartridge, the reporter noted the insulin was not at room temperature and was a little "cool" when the insulin filled the cartridge. The patient was instructed to make sure the insulin was at room temperature before it is placed into the cartridge to avoid any potential bubble issues. There was no leakage issue within the infusion set and cartridge. This complaint is being reported due possible use error and because the patient had elevated blood glucose above 500 mg/dl while on insulin pump therapy. Since the use error (using insulin outside room temperature to fill the animas cartridge) cannot be ruled out as a contributor, this complaint is being reported.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.